Manufacturer narrative:
Pc-(B)(4). Date sent: (B)(6) 2021. Batch #: unknown. Additional information was requested and the following was obtained: the device is not available, only the detached white pad has been kept. No patient consequence. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The detached tissue pad was received for analysis, no instrument was returned. As the device was not returned, no functional test could be performed. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. No lot or batch was provided, bhr could not be performed. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during a corrective right cervical lymph node dissection the white pad got detached from the device. There was a risk of loss a part of the device in the operating site.

Manufacturer narrative:
(B)(4) date sent: 12/22/2021 d4 batch #: 176a71 a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.